Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: during testing, the pump powered on with a blank display; audio tones and vibrations were functional. The complaint of the intermittently unresponsive keypad buttons was not able to be investigated due to the blank display. Evaluation revealed that the keypad was fully intact; no damage was observed. The keypad cover was removed and contamination was observed under the up arrow, ok and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.